Event description:
Healthcare professional reported a patient was injected with [unspecified] juvéderm® voluma¿ in c1 and c2. Patient experienced "increasing swelling, redness and pain and chin is hard and tender on palpation. Infection is suspected". Also, says that old filler in ck1-3 also feels sore". Treated with prednisolone, dicloxacillin. Suspected allergic reaction to dicloxacillin, change ab to dalacin. In the corners of the mouth and ck3 ve. Palpated diffuse swelling of a firm consistency, not very hard. Swelling and redness on the chin have decreased. Symptoms on going. This record relates to [unspecified] juvéderm® voluma.¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.